Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive and wiring harness needed to be replaced. Awaiting repair quote approval by customer.